Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -the distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover, which made the cover easy to come off the device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure using this single use distal cover and duodenovideoscope, the distal end cover fell off the scope and into the patient's mouth. The issue occurred at the end of the procedure when the scope was withdrawn from the patient. The user was able to remove the distal end cover form the patient and the case was completed. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - duodenovideoscope. (B)(6) - single use distal cover. This report is for (B)(6).